Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to elevated vitamin b12 results above the normal reference range generated on access 2 immunoassay system for multiple patients' samples that were discordant to several alternate methods the results were reported out of the laboratory. The customer did not receive any report of death, injury, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected at multiple satellite sites, and centrifuged at 4000 rpm for 4 minutes at room temperature. Qc and system check information was not supplied. Bci customer product line support (cpls) received and tested patient samples. Cpls noted that the sample types were edta. Per bci labeling, serum and plasma (heparin) are the recommended samples. User error is one root cause for this event.